Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of an unknown level. Customer is currently is the hospital. The customer had no symptoms and treated with manual injection and bolused. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. Customer was unsure if their bolus history was correct and troubleshooting confirmed that the history was correct. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected no delivery alarm was noted during testing. The pump passed the delivery accuracy test. The pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or weak battery alarm noted. The pump passed the unexpected restart and self test. No unexpected bolus stopped alarm was noted. The pump was received with a cracked case at the display window corner and minor scratches on the lcd window.